Manufacturer narrative:
Upon evaluation, it was determined that the leak would be external & therefore not reportable. Product received for eval is 12.5 fr. Triple lumen catheter measuring 12.5 inches long. Whie luer extension leg contains 0.2 inch long horizontal split adjacent to trifurcation. Catheter shaft is cut away at approximately 45 degree angle 4.5 inches distal of trifurcation. No other tubing segments are included with complaint sample. Documents in complaint file indicated 0600564 is product number. However, this number refers to product containing single lumen catheter. It may be reported product number had been transposed and complaint sample is component of product number 0600654, 12.5 fr. Triple lumen catheter with tissue ingrowth cuff and -4 antimicrobial cuff in peel-apart percutaneous introducer system. Lot history review is not possible as no lot number has been provided. Tactual examination reveals occlusion clamp impressions in each extension leg, exaggeration of split in white luer extension leg and annular rings 0.7 inch and 1.6 inches distal to tirfurcation. Two annular rings may be result of anchoring sutures placed around catheter shaft. Magnified views (5x - 20x) of extension leg split shows relatively even edges with small amount of feathering near split's mid-point. Proximal end of slit arcs moderately. Walls of slit are flat and dull, penetrating to lumen at sharp angle. Thickness of walls is constant throughout length of split. No other damage is noted around split. These characteristics are consistent with burst due to over-pressurization. Patency is demonstrated by individually flushing and aspirating water through each lumen with 10cc syringe, air is drawn in through slit. No additional leaks are noted as catheter's distal tip is crimped and each lumen is hydraulically pressurized separately until tubing bulges. Leak testing of white luer leg is accomplished by fitting blunt connector to syringe and inserting connector into lumen via slit. Catheter's distal tip terminates in steep angle with even, well-defined edge and flat, lightly striated face. These traits indicate customer severed catheter with scalpel or other sharp instrument and may have been done to render contaminated product non-functional or to obtain specimen for bacteriologic testing. Complaint of external leak is confirmed, user-related. Damage present on complaint sample is consistent with burst trauma secondary to over-pressurization. Over-pressurization can result from number of causes including occluded or restricted lumen, possibly caused by thrombosis or from tight anchoring sutures or kinked tubing. Each of these complications are discussed in product instructions for use, as well as recommendations to not exceed 25 psi during fluid administration to prevent damage to catheter and pt.

Event description:
The catheter had been in for 2 days when it began leaking subcutaneously during infusion of medication (type of meds being infused is unk). It was removed and replaced.